Event description:
An ophthalmic surgeon reported that during a combined cataract and vitreoretinal surgery there was poor cutting, actuation and aspiration. The surgery was completed after replacing the product with another one. Additional information and product sample have been requested for this report.

Manufacturer narrative:
A device history record (DHR) review for each of the probe lots was conducted. No anomalies were found during the device history record reviews. All product was released based on the product¿s acceptance criteria. The sample was visually inspected using 25x magnification and found to have an unrelated nonconforming visual attribute. There was a gouge present at the bottom left side of the port. The needle is also slightly bent from its use. Actuation testing was performed and deemed conforming. Aspiration and cut testing was performed and both were deemed nonconforming. Bubbles were observed in the aspiration line during the aspiration testing. The probe was disassembled and the components inspected. There is approximately 20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The probe was submerged in water up to the port, the needle holder, and the vent holder, and bubbles were present at all levels. The bottom o-ring was observed not seated properly in the rear engine housing. The root cause for the performance issues are due to the bottom o-ring not being seated properly in the rear engine house. This poor seating caused resistance in the cutting movement and bubbles in the aspiration line. The complaint evaluation does confirm the probe does not function properly. (B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).